Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.